Manufacturer narrative:
On (B)(6) 2024, the user informed senseonics that the eversense cgm showed results that were different from glucometer measurements. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior. Sensor (B)(6) was returned from the field. Upon receipt, a visual inspection and functional testing was performed, and no anomalies were observed. This may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab. A further review of the sensor data showed instability in the optical channels from august 10th onwards. This most likely contributed to the observed sensor inaccuracies. Potential root causes for transient optical instability may be an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor's chemical component. As part of resolution, the customer was given a sensor replacement. No further investigation was possible for this complaint. B4. Date of this report updated to 15 november 2024. D9 device available for evaluation? Yes, device received on 10/28/2024. G3 date received by the manufacturer ? 15 november 2024. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On august 20, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.